Event description:
The customer reported that 3 and a half hours into a 4-hour treatment the machine was observed to have only removed 1.5 kg, when the pt's target weight loss was 7.5 kg. The pt came off dialysis removing 1.2 kg and remaining 9 kg above his dry weight. The physician was notified and ordered the pt to receive an additional treatment the next day to remove the retained fluid. The clinical staff members do not remember any recurrent alarms during the treatment. The pt came back the next day gaining an additional 7 kg. At the end of his additional treatment he had removed 7.6 kg and remained 9 kg above his dry weight. Three days later, the pt has resumed his regular outpatient dialysis schedule.